Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient's representative regarding an external device. The reason for call was that the controller wasn't working right. Caller stated that they would hook the controller up and they would have to take the battery out of the controller and put it back in to get the controller to power on. Caller said that sometimes, like half the time, the controller wouldn't power on at all. Caller said that things had been this way for a very long time. Caller said that they didn't know what happened or if the controller had been dropped or anything. Caller said that they were currently trying to recharge the ins, but the ins was in a bad spot to try and charge the ins. Agent had the caller remove the battery pack from the controller and connect the controller to the ac power supply; caller confirmed that the controller powered on. Agent then had the caller reinsert the battery pack into the controller while the controller was still connected to the ac power supply; caller confirmed seeing the controller light flashing green. Agent had the caller unlock the controller. Caller saw battery empty cannot provide stimulation recharge the implanted device soon appear. Agent had the caller open up the batteries screen. The controller was at 100% and the ins was in the red. Agent had the caller initiate an ins recharging session, however caller said that the controller went out and became blank/unresponsive as soon as the recharger was connected. Caller connected the ac power supply to the controller and said that only a plug icon was showing even though the battery pack was inserted. Caller said however that usually the controller charged from the ac power supply without any issues. The issue was not resolved. Agent sent requests to repair to replace the controller, battery pack, and recharger.